Event description:
Customer reported pt desaturated and was unable to be ventilated due to misconnection of the breathing circuit. There was no reported pt injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.